Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and was confirmed to be dislodged on the chest x-ray. Subsequently, this lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.